Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low reading issue with the freestyle libre sensor. The customer reported receiving unspecified low readings, and experiencing the symptom extreme thirst. The customer subsequently lost consciousness and was taken to a hospital. A healthcare meter reading of 33 mmol/l (594 mg/dl) was obtained, compared to a sensor scan reading of 4.7 mmol/l (84.6 mg/dl). The customer was diagnosed with hyperglycemia, and treated with "insulin pump" (dose/type unknown) and folic acid. There was no report of death or permanent injury associated with this event.